Event description:
The pt was implanted with a left ventricular assist device. Approximately (B)(6) post-implant, the pt reported red heart alarms while connected to the power module. The pt exchanged his system controller and there were no further alarms. The center readmitted the pt to evaluate the percutaneous lead. No damage was observed via x-rays; however, three days later, the pt experienced pump stoppages with movement of his upper body and by compressing the abdominal wall. A decision was made to exchange the pump due to suspected damage to the intracorporeal portion of the percutaneous lead.

Manufacturer narrative:
The pt remains on lvad support with the replacement pump and no further issues have been reported. The pt is reported to be doing fine since the pump exchange. The manufacturer is attempting to acquire the explanted pump for analysis. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.